Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement this complaint is being closed since after multiple email attempts to retrieve the product, the product still hasn't been returned for evaluation. It could not be confirmed which lot number was used in the procedure, so a lot review for both numbers were provided. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. UDI: (B)(4). The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(4) that during a meniscal repair surgical procedure, the surgeon couldn´t fire first backstop. It was reported that the procedure ws completed with same like product. It was reported that the surgeon was not sure which serial number on the device was malfunctioning. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple email attempts to retrieve the product, the product still hasn't been returned for evaluation. It could not be confirmed which lot number was used in the procedure, so a lot review for both numbers were provided. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. UDI:(B)(4).